Event description:
It was reported, the pt experienced a headache and cervical spine pain. The pt was feeling stimulation in the wrong location. The pt was feeling stim in the abdomen on the right side. X-rays confirmed the lead had moved lateral. There was no known incident related to the onset of the symptoms. Impedance values were >4000 ohms on all pairs with the zero electrode. Additional troubleshooting was being considered. Additional info has been requested.

Manufacturer narrative:
(B) (4).